Event description:
The distributor reported that an embedded foreign object was identified in the hemostasis valve included in the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One unused device was returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. During the visual inspection, performed (B)(4) 2014, the reported embedded object was found to be particulate in the fluid path. The particulate was larger than the acceptance criteria. The new failure mode was identified and confirmed for this device. The root cause is attributed to the manufacturing process.